Event description:
It was reported that during an open sigmoidectomy, the luminal mucosa of the proximal part (2-3 cm in length) was not cut, but the distal part was cut at the 3rd firing when the device was used for a 4 firings method functional end-to-end anastomosis. The uncut part was cut with a forceps. The staples were formed as intended. The staple height was gold. At the 4th firing for closing the insertion slot, staples closest to the cut line were unformed. The staple height was green. Additional suture was performed to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance at the firing.

Manufacturer narrative:
(B)(4). Photographic analysis additional information provided: the staples that were unformed, was this on both sides of the cut line? Patient side the staples that were unformed, were they unformed the entire length of the cut line? -- yes. Was buttressing material used? -- no. Was the device fired over an existing staple line or clip? Yes. Other information below was provided: the staples of the 3rd firing were formed as intended. The target tissue was thick, but not extreme. There was no unexpected resistance at closing and at firing. The device was fired after about 10 to 15 seconds. There was no unexpected noise at firing. Photograph of staple line from the surgical procedure received and reviewed. Based on review it was concluded that a potential cause of the event was deck deflection. Based on the location along the staple line and the fact that the staples are not formed. This can occur if the staple cartridge deck deflected (rolled inward) slightly or the tissue rolled inward as the knife was advancing causing these staples to miss the anvil and possibly roll into the knife slot. Staple cartridge deflection however rare can occur if the tissue is too thick and cannot be brought into compliance, by the device's compression force which is determine by both the tissue thickness and by the cartridge color selected. Since the complication occurred during the closing of the side to side anastomosis otomies, the combination of transitioning from two layers of tissue to four layers then back to two layers set the potential for cartridge deck deflection. Additionally the four layers of tissue would probably have been approximately mid staple line which happens to be the weakest portion of the cartridge deck. It is important to note that waiting the full 15 seconds is also a contributor to successfully bring the tissue into compliance, and could influence the above noted potential causes. Based on photographs and event description alone, it cannot be concluded what caused of the complication experienced while firing the device. A more through analysis of the device utilized in the procedure would help to determine root cause.